Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer can only insert her infusion set in her back. Customer had blood at site when the set was removed. Customer also has insulin at the top of the set. Customer does not receive a no delivery alarm when the pump is not delivering insulin. Customer has had two hospitalizations due to diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 352mg/dl. Customer's most recent blood glucose level was 192 mg/dl. Customer still has ketones in her urine. Customer's last hospitalization was 3-4 months ago for diabetic ketoacidosis on (B)(6) 2014. Customer was hospitalized for diabetic ketoacidosis and discharged herself. Customer's pump was removed at the hospital. Customer was vomiting, dehydrated and achy before hospitalization. Pump is functioning as designed per testing that can be performed. High pressure test could not be performed. Customer will call tomorrow to complete troubleshooting. No additional information provided.